Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the patient also had issue with capsular contracture on the right side. Device evaluation completed on 5/27/2019: during evaluation of the sample some creases were observed on the anterior and posterior view. Leak testing revealed a tear within the crease ans shell abrasion in the posterior view, measuring approximately less than 0.1 cm. No other anomalies were observed. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 450cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was discovered during explantation surgery on (B)(6) 2019. The patient had the explanted device replaced with a mentor smooth round moderate plus profile 450cc saline breast prosthesis.